Event description:
It was reported during the sensor implant procedure, the guidewire stopped advancing through the swan and the distal tip broke off during pull back. The entire wire was able to be retrieved. Reportedly, the physician was able to complete the implant with a new guidewire without any patient consequences.